Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). The rep reported that per x-rays one lead has migrated ventral and stimulation is in abdomen after lead revision surgery. The rep reported the pt had new pain unrelated to baseline. Pt was programmed on lead that is posterior and coverage is adequate. Pt is scheduled for lead revision or removal of lead that has migrated on (B)(6) 2026. Impedances are within normal range. The issue is still on going and the rep will submit any new information when they become aware. Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) was admitted to hospital for abdominal pain overnight on (B)(6) 2026. Surgeon scheduled the patient for lead removal. The surgeon identified one lead that was anterior and explanted it, he cut the lead at the anchor to remove from the implantable neurostimulator (ins) site. Placed a plug in the ins at 0-7 and impedances are within normal range for the remaining lead. The rep has possession of the explanted lead and will return.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-nov-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026explanted: (B)(6) 2026 product type lead product ID 97791 product type accessory product ID 97791product type accessory h3: analysis of the 977a260 serial# (B)(6) found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.